Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9106914. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that prior to use the needle hub was discovered to have foreign matter on the needle hub with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: opened and found the needle hub of the product base dirty and unused.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the needle hub was discovered to have foreign matter on the needle hub with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: opened and found the needle hub of the product base dirty and unused.